Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a blade broken. The blade broke at roughly 0.324 from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted pancreatectomy (whipple procedure) surgical procedure, the harmonic ace instrument's blade was damaged with no report of contact from other instruments. The fragment was retrieved during the operation, and the instrument was replaced. The procedure was completed with no reported injury. Due to the alleged issue, the procedure was delayed by 10 minutes. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The instrument was damaged after it was "triggered". All fragment(s) were retrieved. Procedure. No surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The surgeon did not have issues with the functionality of the instrument during the procedure. The surgeon had no issues with removing the instrument from the arm prior to the breakage. There was no report of collision with any other instruments or other hard material. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. No information was provided pertaining to patient demographics or tests/laboratory data specific to the incident. The hospital will not issue medical records for this event.